Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va00a5s, implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
The consumer reported that the patient had a loss of therapeutic effect since their battery change. The patient had been catheterizing every 2 to 3 hours. The patient was paralyzed from the chest down and was taking a blue pill for their urinary issues. The patient's stimulation had been on at 0.0v. The indication for use for this patient was gastrointestinal/pelvic floor.